Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4+ functional tricuspid regurgitation (tr) for a triclip procedure. There was difficulty visualizing the clip due to a previously implanted permanent pacemaker, mechanic aortic valve, and a septal occluder. Transesophageal echocardiography (tee) and intracardiac echocardiography (ice) were used for the procedure. While adjusting the clip arm orientation in the right atrium (ra), the clip was inadvertently advanced into the right ventricle (rv). The arm angle was confirmed to be oriented appropriately after crossing and a grasp of the leaflets were attempted. Upon coming up on the leaflets the anterior leaflet appeared to be interacting with the gripper of the clip. The clip was advanced slightly in the rv. The posterior side of the clip was caught. Troubleshooting was performed, however the clip could not be completely freed from the anatomy. The decision was made to grasp. The clip was able to be retracted and grasp the septal anterior leaflets at the mid commissural aspect. The clip was deployed. A second clip was implanted posterior to the permanent pacemaker. The final tr grade was 1-2.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the entrapment of device (clip becoming caught in anatomy) cannot be determined. Image resolution poor was related to patient and procedural conditions as difficulty visualizing the clip due to a previously implanted permanent pacemaker, mechanic aortic valve, and a septal occlude was reported. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4+ functional tricuspid regurgitation (tr) for a triclip procedure. There was difficulty visualizing the clip due to a previously implanted permanent pacemaker, mechanic aortic valve, and a septal occluder. Transesophageal echocardiography (tee) and intracardiac echocardiography (ice) were used for the procedure. While adjusting the clip arm orientation in the right atrium (ra), the clip was inadvertently advanced into the right ventricle (rv). The arm angle was confirmed to be oriented appropriately after crossing and a grasp of the leaflets were attempted. Upon coming up on the leaflets the anterior leaflet appeared to be interacting with the gripper of the clip. The clip was advanced slightly in the rv. The posterior side of the clip was caught. Troubleshooting was performed, however the clip could not be completely freed from the anatomy. The decision was made to grasp. The clip was able to be retracted and grasp the septal anterior leaflets at the mid commissural aspect. The clip was deployed. A second clip was implanted posterior to the permanent pacemaker. The final tr grade was 1-2.